Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius and yellow biological tissue leak test and microscopic analysis was performed which identified: opening crease smooth on radius, creases fold, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on radius assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional report right side deflation. Device remains implanted.